Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that during testing the device was ruining skin, blades sharpened, stripped. There was no harm to the patient, no delay. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). Product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 14 april 2020 revealed that the unit passed the calibration and cut requirements. The roller and comb did not meet the requirements. The customer did not send the ratchet so they were unable to check the ratchet gear. All cutters met the test requirements and were returned. Product repair: repair of the device was performed by dover on 14 april 2020 which included replacement of the following: roller, comb, bushings the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
No additional information available.